Manufacturer narrative:
Facility name: (B)(6) hospital/l¿hospital e1-address 1: (B)(6) e1-phone number: (B)(6); cell (B)(6) the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a broken scope holder. The issue happened during preparation prior to an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see also section h2, h3, h6 and h11 for updates. The device was returned to olympus for evaluation and the customer's allegation was confirmed: "broken-missing scope attachment" was confirmed as a damage coupler due to a portion breaking off was discovered. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record-DHR review was conducted, and no issues were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a broken scope holder. The issue happened during preparation prior to an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.